Event description:
During operative procedure ventricular catheter was in place and then attached to valve. The peritoneal catheter was passed and then connected to the valve. When the top of the valve was pressed fluid appeared to come out near the peritoneal insertion.